Manufacturer narrative:
The spinous clamp was returned to the manufacturer for analysis. Testing found that the retainer ring was removed from the clamp resulting in the clamp not being able to open and close. This resulted in a mechanical error due to missing pieces.

Event description:
A medtronic representative reported that, when reviewing post-op images, there were two washers left in the patient. The representative concluded that the washers were from medtronic navigation products. The patient has since elected to have the washers removed, however the procedure has not been scheduled. No additional information was provided.

Manufacturer narrative:
Engineering analysis of the returned clamp verified the retainer washer is missing which resulted in the spinous clamp jaws being inoperative as reported. The lot number 150626 suggests the spinous clamp has been in service since late 2015. The hex screw does not indicate evidence of damage or user abuse. The issue has been previously escalated to CAPA. Based on the CAPA investigation, the identified root cause for this event was that the laser weld around the captive washer was insufficient to support misuse; and the mechanism to auto-disengage the jaws permits screw rotation in excess of the desired stop. The patient safety risk of the clamping mechanism of the reference clamp breaking was reviewed and the risk of the situation remained unchanged. The current instructions for use (IFU) that accompanies the device include multiple warnings against using damaged devices. Specifically, in the preparation for cleaning section of the instructions for use is the statement ¿disengage all components but do not disassemble clamps.¿ the clamps are not able to be disassembled so, by attempting to disassemble the clamps the reprocessing users are not following the instructions for use.

Manufacturer narrative:
Correction: device UDI now provided. The medtronic representative removed the washers and reported the patient is doing fine. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.